Event description:
The patient was initially implanted with an afx bifurcated stent graft and a vela suprarenal to treat an abdominal aortic aneurysm (aaa) on (B)(6) 2017. In 2025, measurements indicated that the stent diameters averaged 38 mm. Approximately eight and a half (8.5) years post initial procedure, the bifurcated stent graft and the vela were found to have separated. The most recent computed tomography (CT) scan, performed in (B)(6) 2026, revealed an increase in the size of the abdominal aortic aneurysm. The scan also showed a greater distance between the stents and an increase in the stent cage diameter, which measured nearly 40 mm. The patient is currently being monitored.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical imaging were received and are pending evaluation by the clinical specialist. A follow-up report will be submitted upon completion of clinical analysis.